Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to patella femoral pain. A 12 mm poly swapped out for a 17 mm one. Stryker patella implanted.